Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with discrepant cgm readings compared with nurse-performed fingerstick tests after restarting the system post-hospitalization, with the cgm rising toward 300 mg/dl while the fingerstick measured 229 mg/dl; the user entered the fingerstick for calibration, after which the pump trended toward the fingerstick value and continued to decline, with no alerts or alarms and no device component identified as the source. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and care facility. Investigation of this case revealed no device problem found and characterized the report as an adverse event without an identified device or use problem, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.